Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a broken energy select knob. After replacing the energy select knob, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the defibrillator energy could not be adjusted. There was no report of patient use associated with the reported event.